Manufacturer narrative:
Corrected data: further analysis of the event details indicates this event is no longer connected to the fsca (1627487-06/07/24-001-c) as reported in the previous report.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on (B)(6) 2024.

Event description:
It was reported that the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy. Reportedly, therapy was restored post op.

Manufacturer narrative:
A patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected was reported to abbott. The ipg was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.